Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.